Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach. The pin was sticking out the top of the capsule where the delivery device meets the capsule. A roth net was used to remove the capsule. An endoscopy had been performed prior to the procedure that showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule, and the delivery system and capsule will be returned for investigation.